Event description:
It was reported that the patient underwent a gel-one injection. Subsequently, within two days of the injection, the patient experienced extreme swelling affecting his range of motion (rom). The patient underwent physical therapy and the swelling and his rom has gotten worse. No additional patient consequences were reported.